Event description:
It was reported that one of the lid corners wouldn't "snap on tight" to the sharps coll 14qt red 1508 non-vent cap before use, making it so the cover came off "easier than usual". The following information was provided by the initial reporter: "it seems that one of the corners does not snap on tight making the cover come off easier than usual. In the past, once they were closed it was impossible to reopen them."

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was received. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿lid does not close tight¿. The current manufacturing process was reviewed with no issues found. Based on the information available, our investigation is inconclusive, and the actual root cause is unknown.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one of the lid corners wouldn't "snap on tight" to the sharps coll 14qt red 1508 non-vent cap before use, making it so the cover came off "easier than usual". The following information was provided by the initial reporter: "it seems that one of the corners does not snap on tight making the cover come off easier than usual. In the past, once they were closed it was impossible to reopen them."